Event description:
It was reported that a vns patient had high impedance on a system diagnostic test and their generator was then disabled. Additionally it was reported that the "vns magnet seems less effective in stopping the seizures" at this time. The patient was seen in clinic on (B)(6) 2013. His last clinic visit date was,(B)(6) 2011. The patient's seizures have been under stable control. His seizure frequency is variable; are increased when he doesn't sleep or during intercurrent illnesses, but on average he has 1-5 seizures daily. The patient's mother reported that the vns magnet seems less effective in stopping the seizures; she was unable to give estimate of when she first noted this. Overall the mother is pleased with his current seizure control. He receives vagus nerve stimulation programmed to deliver 1.5 ma for 30 seconds every 3 minutes with a pulse width 500 usec and frequency 30 hz; tolerating without adverse effects; no snoring. The mother feels the vns has been effective for seizure control particularly use of the magnet to stop seizures prior to their high impedance. Their magnet not being as effective is being attributed to their loss of therapy from their high lead impedance. Their was no report of any trauma or manipulation of their device prior to their high impedance being attained. The last time the patient was seen was (B)(6) 2011 and diagnostic testing on their device was within normal limits at that time. X-rays have not been provided for review. Surgery is likely. There is a tentative date of (B)(6) 2013 for revision.

Event description:
Product analysis was completed on the returned generator and lead. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. An analysis was performed on the returned lead portions. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. For the observed outer and inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. What appeared to be white deposits were observed in various locations. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portions of the device which may have contributed to the stated allegations of ¿explanted / due to lead break / high impedance¿. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr) corrected data (B)(4) 2012 should have been (B)(4) 2013.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead not returned, but did not cause or contribute to a death or serious injury.

Event description:
The patient had full revision surgery on (B)(6) 2013. Their explanted products have been returned for analysis and are pending completion.